Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels over 500 mg/dl with large ketones. Reportedly, the reason for the high bg levels were unknown. Customer consumed water and administered manual injections to stabilize impacted bg levels.